Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the ins had been dead for 8 months and the patient needed an MRI. Technical servicesreviewed that the ins was in overdischarge and it was recommended that the patient follow up with their healthcare provider (hcp) to address the issue and determine eligibility. Additional information was received from the patient on (B)(6) 2020. It was reported that slowly over time, the implantable neurostimulator started going dead weekly whether or not the patient used it. If the patient used it at all, it wouldn¿t last an hour, or it would be dead. The patient learned to live without it again. The patient had previously notified their physician about the problem that they were having with it not holding a charge. The patient reported that nothing has been done to resolve the dead implantable neurostimulator. The patient has not been able to charge the implantable neurostimulator and was not able to have an MRI. The patient had to have a CT scan instead. After having the implant placed, the patient woke up in worst pain that they had ever been in, in their entire life. The patient does not want to go through that again. The patient noted that still to this day, he cannot wear pants very long or it starts being unbearable, so the patient has had to go to wearing overalls to keep pressure off of his waist. The patient noted that if he had to do it all over again, he wouldn¿t, but he felt pressured by the clinic and insurance to have it done. The patient noted that he would love to have the implantable neurostimulator out of him, but he noted that the nerves in his hip were messed up bad trying to carefully place the leads on his spine. It was reported that the surgery putting it in made things worse than before surgery.